Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that resistance was met during advancement of the 2.5 x 12 mm nc trek balloon dilatation catheter (bdc) into the non-calcified, eccentric, moderately tortuous, 75% re-stenosed, distal right coronary artery (rca) lesion. During pre-dilatation, during the first inflation at 8 atmospheres (atm), the 2.5 x 12 mm nc trek balloon dilatation catheter (bdc) ruptured. The device was removed without issue. The procedure was completed using a non-abbott device without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.